Event description:
The tip of the instrument broke off in the inner ear during surgery. The broken piece could not be retrieved from the ear. The incident did not cause permanent impairment of a body function or structure.